Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has "pressure regulation high". The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.